Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26, (serial: (B)(6) ); product type: 0195-heart valves; implant date: (B)(6) 2025; product ID l-evolutfx-2329, (lot: 0012289394); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation using the left transfemoral cutdown approach, an 18 fr non-medtronic sheath was attempted due to a blood vessel diameter of 5.2mm×7.0mm in the "ffa", 5.6mm×6.2mm in the external iliac artery (eia), and 6.6mm×8.1mm in the common iliac artery (cia). During advancement, the 18 fr sheath was stuck around eia to the cia, making it difficult to advance. The site was dilated using a balloon, but it still would not pass, and the 18 fr sheath was removed. A 16 fr sheath and the delivery catheter system (dcs) were inserted. The valve was successfully implanted. The 16 fr sheath and dcs were removed; however, blood leakage near the cia and puncture point was observed when the lower extremity angiography was performed. Subsequently, a balloon was inflated from the contralateral side, and a stent was placed.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. H6. Codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation using the left transfemoral cutdown approach, an 18 fr non-medtronic sheath was attempted due to a blood vessel diameter of 5.2mm×7.0mm in the "ffa", 5.6mm×6.2mm in the external iliac artery (eia), and 6.6mm×8.1mm in the common iliac artery (cia). During advancement, the 18 fr sheath was stuck around eia to the cia, making it difficult to advance. The site was dilated using a balloon, but it still would not pass, and the 18 fr sheath was removed. A 16 fr sheath and the delivery catheter system (dcs) were inserted. The valve was successfully implanted. The 16 fr sheath and dcs were removed; however, blood leakage near the cia and puncture point was observed when the lower extremity angiography was performed. Subsequently, a balloon was inflated from the contralateral side, and a stent was placed. Additional information was received to clarify "ffa" referred to the femoral artery. Per the physician, the vascular injury occurred during insertion of the non-medtronic sheath and the dcs did not contribute to the injury. It was further noted the patient suffered from dysfunctional kidneys and was receiving dialysis treatment. It was speculated the vascular injury was a result of progressed atherosclerosis and vascular rigidity.